Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. After troubleshooting with tandem technical support, contact indicated that the cartridge will be changed. There was no reported impact to the customer's blood glucose level.